Manufacturer narrative:
(B)(6). This was originally reported on MFR # 0001825034-2017-04755. (B)(6). Customer has not indicated that product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the saw blade cut guide was guided through the vertical slot and is leading to make incorrect cuts. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this malfunction has not lead to an adverse event. The initial report was forwarded in error, and should be voided.